Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te pad/adjust belt messages) was confirmed due to the electrode belt ECG "c&d" cable being damaged, breaking all wires in the cable. The belt was unable to pass falloff testing. The root cause for the damaged wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.